Event description:
During the middle of 2 different angioplasty procedures, the coating on our canalizer peeled off, as the wire was being pulled through the terumo sheath. The green coating was being pulled off the distal tip of the wire making the wire non-hydrophilic and very difficult to use. With the adverse events of these 2 cases, it was determined by the customer to pull all canalizers off the shelf to determine if this issue can be resolved.

Manufacturer narrative:
We received the complaint from our territory mgr for the canalizer wire in which the coating on our canalizer peeled off, as the wire was being pulled through the terumo sheath. The customer did not report the lot number of the reported failure, but they are returning their remaining stock which will be investigated once we receive it. This was put into our sys as two complaints per our procedure since their remaining stock consists of two different part numbers. A review of past complaints shows there were reports in 2006 that were reviewed and investigated for the coating coming off of the wire. The root cause could not be determined in those cases. At that time the following tests were completed: dye uniformity, wet abrasion, lubricity, wet peel, dry adhesion, and average friction force with no failures, and thus no conclusion to the root cause. In response to the current complaints, our supplier had been investigating on their part with no conclusion thus far. The samples will be investigated further once received for a more conclusive root cause.